Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview hemopro 2 with vasoshield was opened to use, the scope wash tube that connects to the c-ring was broken/severed at the base of the c-ring and the device was not usable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The device was microscopically evaluated. The metal wire with the c-ring was observed to be intact with no defects. The tube with rib was observed to be cut at the proximal end of the c-ring. Based on the condition of the device as returned, the reported complaint was confirmed. The DHR for the cannula subassembly was reviewed. The records show the device lot confirmed to all applicable specifications. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when the vasoview hemopro 2 with vasoshield was opened to use, the scope wash tube that connects to the c-ring was broken/severed at the base of the c-ring and the device was not usable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.